Manufacturer narrative:
The reported field event of no communication was confirmed in the lab. The cause of the loss of communication was found to be due to low battery voltage. Based on default parameter settings, the device did not perform to the expected longevity. No high current drain sources were found throughout bench and stress testing. The cause of the premature battery depletion could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following the implant procedure, the device was unable to be interrogated. Abbott technical support was contacted and attempts were made to restore the device to normal function but were unsuccessful. The device was explanted and replaced to resolve the event and the patient was in stable condition.